Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. Upon interrogation, the noise was observed with left arm movement. The device was reprogrammed. The patient was in stable condition before, during, and after the event.

Event description:
Additional information received noted the patient presented for a generator exchange on (B)(6) 2020. Upon fluoroscopy, the physician noted a jumble wad of leads. The leads¿ twisted condition was consistent with twiddling or flipping over of the device multiple times. No device migration was confirmed, and no allegations on the device were made. The right ventricular lead was capped and replaced. The patient was in stable condition before, during, and after the event.

Event description:
Additional information received noted the right ventricular lead exhibited oversensing.